Manufacturer narrative:
(B)(4). D10: unknown, tibial component, unknown lot. Unknown, femoral component, unknown lot. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an initial tka. Subsequently they had a revision due to component dissociation and lysis approximately 21 years post-implantation. Attempts have been made and no further information has been provided.